Manufacturer narrative:
Post market quality assurance confirmed the allegations against the power cord. Visual inspection noted black electrical tape on the cord. When removed, it exposed wires and melted insulation.

Event description:
Boston scientific received information that the communicator had no power after a storm. No adverse patient effects. A new power cord would be sent to the patient. The communicator remains in service.